Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated catheter restriction and gas gain alarms every 5-10 minutes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was able to restart therapy each time, but the alarms quickly returned. There was no blood in the tubing and a chest film was being done soon. The customer was advised to drop the augmentation control several bars and to press the iab fill key when the alarms occur. The possibility of repositioning and/or removal if the alarms continue or become more often was discussed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).